Event description:
A us distributor contacted zoll to report that a patient developed a rash under their left side from the lifevest equipment. The patient reported a gel leak. The patient¿s physician discontinued the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.